Event description:
There was an allegation of questionable albumin results for one patient sample tested on cobas 6000 c501 module. The initial result was >60 g/l. The repeat result on a different c501 was 45 g/l. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration dates were requested but not provided. Reagent issues were excluded as the correct repeat results were performed with the same reagent. The customer has replaced the cuvettes and photometer lamp and performed a water incubation bath exchange. Qc and controls were run with acceptable results. The field service engineer (fse) observed that the customer had fitted a new spring clip on the laundry. Upon further inspection, a worn vacuum tube on the rinse nozzle was found, and replaced the part. Qc was run with acceptable results. No further issues were reported since the service visit. As the customer is responsible for mounting the spring clip during the operator's maintenance and the fse is responsible for maintaining and replacing the cell rinse tube during the periodical service maintenance, the root cause is determined as service maintenance related and operator maintenance related.